Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that left ventricular lead was explanted and replaced due to dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that left ventricular lead was explanted and replaced due to dislodgement leading to oversensing. No additional adverse patient effects were reported.